Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01388. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2011 and a drain was used. As the drain was placed, the surgeon closed the wound site. Then the surgeon re-opened the wound site on the same day for a lymph node biopsy and closed during the same surgery. The drain was not replaced at this time. After that the reservoir was activated, but it did not suction. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.